Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. The unit was installed onto a golden system where the component functioned as expected. Once testing was completed, the carriage presence pins were inspected, and no faults could be identified. The probable root cause is attributed to instrument recognition defect of the carriage presence pins.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the instrument or the drape on arm 3 would not engage. Tse reviewed the system logs as the initial troubleshooting step and found no faults. The user abandoned arm 3 and continued with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.